Manufacturer narrative:
The accounts maintenance unplugged the bed for awhile, plugged it back in and all of the functions worked properly. He could no longer duplicate the unintentional movement.

Event description:
The account stated that the bed would not rise from the lowest position. He manually cranked the head section up so the patient could set up and when the bed was plugged in, the head section lowered on its own.